Event description:
It was reported that the #8 key on a pump keypad sticks and enters multiple times with each selection. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. The unit was tested for 24 hours and no keypad output response anomalies were apparent or obvious in the history log. All keys performed as expected and no keys resulted in an incorrect response or double entry.